Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx xience v 2.5 x 28mm (part#1009539-28/lot#9090141); rx xience v: 2.75 x 28 mm (part#1009540-28/lot#9073141). The rx xience v 2.5 x 28mm (part#1009539-28/lot#9090141) is being filed under a separate manufacturer report number. The stent remains inside the patient. There was no reported product deficiency. The reported patient effects of restenosis and angina as listed in the product instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2010 the patient underwent stenting in the pre-dilated distal right coronary artery (rca) with two 2.5 x 28 mm xience v stents, and in the pre-dilated mid rca with one 2.75 x 28 mm xience v stent. On (B)(6) 2010, the patient experienced chest pain resulting in a diagnostic coronary angiogram on (B)(6) 2010 that found 90% stenosis in the distal rca of both index stents. The lesion was treated with angioplasty and the patients condition resolved. There was no adverse patient sequela. There was no additional information provided.